Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, noticed large mark on the lens, after implanting the lens. The lens was explanted and replaced with another back up lens during initial procedure. The procedure was completed on same day. As per reporter maybe it was a scratch from a small cartridge. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company iii (d) cartridge was not retuned for evaluation. A photo was provided of the implanted single-piece lens. A linear mark was observed. On the right side of the lens. A determination as to the nature and origin of the mark cannot be made from the photo. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified lens model/diopter was indicated with a qualified handpiece and viscoelastic. The company, 29.0 diopter lens is only qualified for use in the company ii (b) and iii (c) cartridges. The diopter range for the company iii (d) cartridge is 10.0 to 25.0. The root cause for the reported scratch appears to be related to a failure to follow the instruction for use (IFU). The company, 29.0 diopter lens is only qualified for use in the company ii (b) and iii (c) cartridges. The diopter range for the company iii (d) cartridge is 10.0 to 25.0. The instruction for use (IFU) instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.